Manufacturer narrative:
B5: additional information received: it was reported that no device modification was attempted and the wheel was not advanced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intravascular interventional surgery for an abdominal aortic aneurysm, when the device packaging was opened the front end of the outer graft cover of the delivery sheath of the enbf3216c145ee stent graft was found to be torn. There was concern that the broken delivery sheath could damage the patient's blood vessels during entry and that the stent might not deploy normally. The aneurysm measured 79mm. The physician replaced the defective stent graft with another enbf3216c145ee, successfully completing the surgery. The event was resolved with the replacement of the stent graft. The outer package of the device was not damaged and the physician and nurse confirmed this before opening.

Manufacturer narrative:
Device evaluation summary a series of four (4) images were received from the account. Images of the shelf carton label confirmed the device identification. A tear is visible on the graft cover over the suprarenal stent and a section of the proximal stent ring. The reported deformation and tear was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The backend thumb wheel was slightly open, and the graft cover tip was slightly retracted on the taper tip sleeve. A longitudinal tear was visible on the graft cover extending from the first stent ring to the suprarenal stents. As the graft cover was retracted two (2) stent ring struts to the right of the ¿e¿ marker were raised the apices of the first stent ring appearing bent. The suture thread had migrated down the apices of the struts. As the stent ring expanded the suture thread ascended along the struts rendering the crowns on the stents visible. There was no breaks observed to the suture thread and no tear to the graft fabric. The tear was aligned with the bent apices of the first stent ring. On deployment of the stent graft the graft cover was cut away. Damage was observed to the graft cover material between the radiopaque marker and the end of the tear likely the origin of the tear. There was no tear visible to the stent graft fabric and no damage to the suprarenal stents or the anchoring pins. Staining was observed on the graft fabric close to the rupture site which ftir analysis identified as hydrophilic coating which was anticipated due to the decontamination process. The cause of the tear could not be determined through sem imaging. The reported deformation in-vitro was confirmed through analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.